Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an accessory path ablation following syncope procedure on (B)(6) 2018 and suture was used. When performing venous suture, and after puncture, the thread broke without particular handling. The thread has been changed. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: investigation summary: it was reported performance breakage suture. A needle/suture piece and a dispensed suture were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification for suture remnant and had still attached a suture piece to barrel hole. Several marks on the swage area and edge of the needle that appears to by the use of a surgical instrument were found. The suture was examined and it was noted curly near of end; since the core protruding from the body suture. Also, the end suture was cut that appears to by the use of a surgical instrument. This condition caused the breakage suture. Marks were observed on the edge of the needle. In order to avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According the sample condition, the assignable cause of the breakage suture suggest an improper handling of the sample.